Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, aa DHR of the meter was requested. The device history report for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
A customer reported after obtaining a glucose reading of 120 mg/dl that she thought was higher than she felt, she got sick, couldn't breathe and lost consciousness. She was further transported to a local hospital via paramedics, where she was diagnosed with hypoglycemia. The customer reported being given "breathing treatments and some sugar drink" by paramedics, but was unable to provide us with information as to what kind of treatment was administered at the hospital. She also reported eating food to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.